Event description:
After completion of a diagnostic cardiac catheterization, four stents were implanted. A lesion in the circumflex coronary artery was primary stented with another manufacture's stent. A s7 stent was implanted in the left anterior descending artery at the bifurcation of the diagonal coronary artery. A third stent from another MFR was then implanted in the diagonal coronary artery. There was some narrowing at the distal end of the s7 stent, therefore a 2.5mm diameter by 9mm length s660 over-the-wire stent was inserted and deployed to the distal end of the s7 stent. It was reported that on final angiography, there was improvement in the lad with less than 10% residual stenosis in all the treated sites. It was reported that pt tolerated the procedure fine and was discharged home the next day. The pt was instructed to take aspirin and plavix daily upon discharge from the hospital. It was reported the pt was treated at a different facility 8 days later from a sub-acute thrombosis. Successful angioplasty was performed to treat the thrombosis at the bifurcation of the left anterior descending coronary artery and diagonal coronary artery. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. It is unknown if the pt followed the daily medicine regimen after discharge. Evaluation of angiogram images from the procedure performed 8 days after the initial stent implant, revealed thrombosis at the bifurcation of the left anterior descending and diagonal coronary arteries. Both sites at the bifurcation were occluded. Angioplasty was performed to re-open the occluded sites with flow restored to both vessels. A separate medwatch report has been submitted for the s7 device involved in this event.